Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: thrombocytopenia impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported heparin was removed due to concerns of heparin induced thrombocytopenia. Reportedly a support call was received from the nurse with concerns of the pump flow trending down overnight and purge pressure trending up. To address the slow purge flow and rising purge pressure the cassette was changed, and tissue plasminogen activator (tpa) was run. The clinical specialist advised the team to switch back to dextrose five percent and moving forward to use the tpa as needed. The patient was escalated to the impella 5.5 the impella cp was removed.